Event description:
User facility has reported that the mayfield skull clamp slipped while in contact with a patient. No patient injury has been reported.

Manufacturer narrative:
The user facility was contacted and they were asked to describe what happened when the skull clamp "slipped off patient's head." The nurse read from a report that the clamp "kept sliding off patient's head, but there was no injury." No information was in the report as to whether or not the clamp was finally used or replaced. The skull clamp was returned and functionally tested. When properly positioned, adjusted and locked, conditions under which the clamp would "slip" could not be duplicated. The 80# torque knob tested in specification, but the swivel base had lateral and rotational movement when locked. All other components were functional. The clamp was disassembled and the internal parts of the swivel lock mechanism had a heavy residue which was impeding the locking action. The clamp was cleaned and adjusted, tested to the same requirements as when new, approved and returned to the user facility. The device history record was reviewed. No prior maintenance was found. Based upon the reported information and the evaluation of the returned product, the root cause of the event could not be determined. The testing could not duplicate the circumstances of the reported event.